Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number : (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had an increased pain since implant. Physician believed that increased pain was due to the progression on the disease. Patient has tried all wave forms and reports increased pain with all settings. The patient underwent an explant procedure.